Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's operative eye as "the patient did not need a tutek after all." A replacement lens of the different model (dib00) was used. The explanted lens was not saved. No further information was provided.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Date of event: the exact date is unknown, the best estimate is prior to (B)(6) 2022. Catalog number: complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. Device manufacture date: unknown, as the serial number was not provided. The device is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.